Event description:
It was reported that blade break and balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified mid left anterior descending artery. A 10mmx2.25mm wolverine coronary cutting balloon was selected for use. During the procedure, the device had difficulty advancing through the guide extension catheter. When it reached the target lesion, during usage it was noted that the blade became separated, and the balloon ruptured upon first inflation at 6 atmospheres. The device was removed normally without any fragments left inside the patient's body and the procedure was completed with a different device. No complications were reported and the patient was in good condition after the procedure.

Manufacturer narrative:
Device evaluated by MFR: the complaint device was received for product analysis. Visual and microscopic examination of the balloon identified a longitudinal tear in the balloon. The tear stretched from the proximal transition zone and extended to approximately 1mm proximal of the distal markerband 9mm in length. An examination of the balloon identified that an entire section of blade and pad had detached at the site of the tear in the balloon. The blade and pad were returned in a plastic dish. An examination of the blade identified no damage to the blade. The blade was attached to its pad. No damage was observed to the other blades bonded to the balloon. A visual, microscopic and tactile examination identified no damages along the hypotube. A visual and microscopic examination of the distal extrusion identified a kink in the inner shaft. The kink was located between the proximal and distal markerbands. No other issues were identified during the product analysis.

Event description:
It was reported that blade break and balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified mid left anterior descending artery. A 10mmx2.25mm wolverine coronary cutting balloon was selected for use. During the procedure, the device had difficulty advancing through the guide extension catheter. When it reached the target lesion, during usage it was noted that the blade became separated, and the balloon ruptured upon first inflation at 6 atmospheres. The device was removed normally without any fragments left inside the patient's body and the procedure was completed with a different device. No complications were reported and the patient was in good condition after the procedure.